Event description:
It was reported that during testing conducted at a manufacturer foreign subsidiary the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Potential causes of the reported event include a worn and/or damaged flex strip.